Event description:
Reporter indicated that patient complained of erratic and painful stimulation. When this occurred the patient would become pale and short of breath. The physician ran two lead tests one of which resulted in a "fault" and one that resulted in "okay" readings. The physician did not report what the eri (elective replacement indicator) flag was. The physician programmed the patient's device to off which relieved their discomfort. Further follow-up revealed that the patient also complained to their surgeon of chest pain, tightness in chest and a pinching and pulling sensation. The surgeon did not believe that these symptoms were related to the vns since the device had been programmed to off. The patient was seen in the emergency room and reportedly had a negative cardiac work-up. The patient's neurologist plans device replacement due to suspected malfunction.